Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The reason for the reporter's call was poor patch adhesion. Although the patch was poorly adhered, she was still receiving egvs. Of note, she uses an omnipod pump. The patient ended up in the hospital for hyperglycemia, but the dexcom egv was low. The patient experienced malaise and polyuria. She did not check the bg. She treated the low egv with carbohydrates. She got sick. The patient's daughter brought her to the hospital. There, the bg was taken every hour. The patient could not recall the bg, but noted it was high. The omnipod and sensor were removed by the patient. She stayed in ICU all night until 1700 the next day. The symptomatic hyperglycemia was treated with IV and insulin drip. When her blood sugar went down, she was given an insulin shot and advised to drink more water. The patient was discharged the next day and felt lot better. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.